Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 141 mg/dl. The customer reported that the numbers on the display of the insulin pump continued to scroll up on their own during a bolus. The customer also reported a button error alarm from the insulin pump after changing the battery. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. No scrolling number display anomaly noted. Insulin pump had a cracked display window and cracked reservoir tube lip.